Event description:
During insertion of external lumbar drainage catheter with guidewire, the doctor tried pulling the guidewire out and felt resistance. She pulled harder and a portion of the catheter broke off and 6-8 inches was still in the patient. They got a c-arm, did some fluoroscope and tracked the remainder of the catheter. A small incision was made and the remaining catheter was removed.